Event description:
It was reported the lead demonstrated gradual increased impedance that now measured as high impedance. The threshold measurements were also noted as rising. The physician was concerned about a possible lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.